Event description:
A report was received that the patient would undergo an explant due to the ipg site being very thin and painful. The physician plans to replace the ipg and relocate it to a different location.

Manufacturer narrative:
A returned product analysis indicated that the possibility that electrical leakage could cause pocket pain was investigated. No discrepancies were identified. Device exhibits normal device characteristics.

Event description:
A report was received that the patient would undergo an explant due to the ipg site being very thin and painful. The physician plans to replace the ipg and relocate it to a different location.